Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. The reporter indicated that there was no damage to the keypad and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of under-responsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no contamination or damage observed to the button contacts. There was no defect found during investigation.